Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.